Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was an episode of low pacing impedance was well as episodes of noise that resulted in oversensing on the right ventricular (rv) lead. Lead damage was suspected as the cause of the event but was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.